Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that the patient had no stimulation sensation when stimulation was run at 10.5 v. It was noted that the symptoms occurred following a fall. It was noted that the patient has had numerous falls. It was noted that the patient lost stimulation about 2 months ago. It was noted that there was no particular fall related to this. It was noted that initially the reporter stated that impedances were normal and she could get stimulation on electrodes 7/15. It was further noted upon interrogation the reporter stated that the patient lost stimulation at that pair. It was noted that contacts 4/9 and 9/14 were greater than 40,000 ohms. It was noted that they were not being used in programming. It was noted that the only viable pair was 1/7 but that gave the patient stomach stimulation regardless of the polarity used. It was noted that impedances taken at 3.0v with 0 as reference electrode were as follows: 1= 6221, 2= 11239, 3= 9857, 4= 15086, 5= 15458, 6= 9137, 7= 6548, 8= 21957, 9= 36529, 10= 18685, 11= 16965, 12= 20124, 13= 14731, 14= 24923, and 15= 17834. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010: product type: lead; product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2009: product type: extension; product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2009: product type: extension. (B)(4).